Event description:
Related manufacturer report numbers: 2017865-2021-32044. During an in-clinic follow-up, lead dislodgement was noted on the right atrial (ra) and right ventricular (rv) leads following a dislocation of the device. The ra and rv leads were explanted and replaced to resolve the event. The patient was in stable condition.